Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the station and logged in using the carefusion admin account, verified the station was not set to critical override, connected to the server and ran a query, confirming a manual critical override reason was configured, logged into the enterprise server webpage and verified critical override was not enabled, checked system time and found the station was one hour ahead of the server, updated the station time using, which cleared the critical override icon. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hia3north device was in critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.